Event description:
It was reported that the lead was explanted due to high, out of range, pacing lead impedance and high capture threshold. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 51.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.